Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an infection and erosion with sepsis. Reportedly, the patient also had hematoma. The patient was treated with intravenous antibiotics. A revision was performed and the ICD with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The device was returned but no problem was detected.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. This report is being filed to correct h6: patient code hematoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient also had hematoma. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.